Manufacturer narrative:
The technician found that the left head caster swivel was not locking. The brake and steer overall could be engaged normally and the brake pad would hold the wheels but the swivel lock was found to be worn. The technician replaced the caster assembly to repair the bed.

Event description:
The account alleged the casters on the head end of this stretcher would not lock.